Event description:
A 14 mm diameter x 8.5 cm length aneurx iliac extender cuff stent graft was implanted into a pt for repair of a ruptured internal iliac artery. Created by a reliant stent graft balloon catheter. The pt had moderately cacified, a small and frail vessels, prior to insertion of the reliant balloon catheter, an aneurx bifurcated stent graft and four components were implanted. The reliant balloon catheter was inserted and inflated which may have caused the rupture of the right internal iliac artery. The right internal iliac artery perforation was successfully repaired with a 14 mm x 8.5 cm iliac limb stent graft, which was the sixth graft placed in the pt. While the physician was removed the iliac limb stent graft delivery system he encountered some resistance and the tip of the delivery system got caught on a previously deployed 15 mm x 11.5 cm iliac limb stent graft. The physician attempted to continue to remove the delivery system; resulting in disjointing the 15 mm x 11.5 cm iliac limb stent graft from the bifurcated stent graft. The physician then performed a cut down and surgically removed the 15 mm x 11.5 cm iliac limb. Stent graft while repairing the artery surgically. The pt was reported to be stable at the completion of the procedure. The device has not been returned to medtronic. No additional clinical sequelae were reported.